Event description:
It was reported that prior to a right hemicolectomy procedure, a new box of clips were opened for ligation but the clips malformed when nurse was reloading with a proper clip applier. Procedure was completed with same like product. Delay of ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how did clips fail when clip holder/cartridge detached (did clips fall out of cartridge)? User failed to reload the clip applier with the clips from our lt200 as the clips kept malforming when applying. After a few trials of applying, the cartridge detached from the holder. Did clip cartridge components fall into patient? Nothing fell into the patient as they reloaded away from the patient. If component fell into patient, was component retrieved? N/a additional information : was the clip malformed when trying to load the clip into the jaws of the clip applier? Yes. Clips malformed when being applied to the clip applier. After a few times clip failing, the clip holder detached. Were any clips loaded into the clip applier and fired on tissue? No, the nurses were not able to load the clips onto the applier.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the lt200 cartridge found that it was received with the cover separated from the base and with 4 clips loose. The latching feature was evaluated and both cover tabs were noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. The batch record was reviewed and no anomalies were noted during the manufacturing process.